Event description:
A confirmed motor stall noted in event logs with no motor stall recovery was reported. Motor stall was indicated to have been caused by patient being near a magnetic field. Third interrogation showed a motor stall recovery. It was stated that the patient had MRI yesterday evening and pump was checked on the date of this report. Telemetry state or "false" motor stall was suspected. Drugs delivered via the device were fentanyl and bupivacaine. It was later reported that all was resolved on the telemetry state.

Manufacturer narrative:
Concomitant product: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4),.